Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer was not working. It was indicated that the analyzer failed incoming tests. The analyzer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was frozen. It was also reported that the programmer wouldn't upload software from the universal serial bus port, and that there was an "all full" printer message though nothing was in holding. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.